Manufacturer narrative:
The devices were returned and evaluated. The evaluation results are as follows: the complaint about the device fell off could not be confirmed. The adhesive pad was inspected and found moderate adhesion left on the pad. Due to the used condition of the adhesive pad, the original adhesion properties could not be verified.

Event description:
Patient report that adhesive pad did not stay applied to her body after proper site preparation with two v-go devices. Patient stated that she applied one and it was hanging off of her within minutes and the second v-go did the same.